Manufacturer narrative:
(B)(4). Batch # r92u78. Additional information: attempts are being made to obtain the following information: you reported there were complications during the operation but you also reported there was no patient consequences. What were the complications that occurred during the procedure? Was there any change to the procedure or post-op patient care of the patient due to the complications? To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Investigation summary: the device was returned with the tissue pad damaged, melted, not all present, and a small portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. When the device was disassembled to inspect the internal components, no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic colon procedure, the device coating came off during the surgery. This lead to "complications during the operation, however, there was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information received. Additional information was requested and the following was obtained: the following additional information was received: in the additional information that you provided, you said there were complications during the operation but you also reported there was no patient consequences. What were the complications that occurred during the procedure? They had to open a new device and this takes time. Was there any change to the procedure or post-op patient care of the patient due to the complications? No, no other post op complications.